Event description:
Field nurse called in and left voicemail: "I saw the patient today and the patient cannot remove the cap off the dosing syringe." "Patient stores her medication in the refrigerator because she keeps her house temperature set at 80 degrees." "Patient tried at least 10 times to remove cap off the dosing syringe. Each time she tried, the needle and the cap came off together as one unit. She was never able to remove just the cap."

Manufacturer narrative:
No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Both batches were inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment.